Event description:
Complainant alleged that while attempting to treat a patient the device displayed a "system fault 36" message. The complainant switched to manual mode and was able to deliver therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.